Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a cerebral angiography, when the nurse opened the 5f sim 1 tempo angiographic catheter, cracking and damage were found at the distal section of the catheter. Use was then stopped, it was scrapped according to regulations, and the damaged catheter and original packaging were separately sealed. A new angiographic catheter was then used. This process caused no harm to the patient, and there was no combined use with other medical devices. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.